Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A charge test was performed and failed due to the receiver not powering on. The defective battery was verified upon battery substitution. A boot test was performed and passed, after using a good known battery. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.